Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports falsely elevated architect ca 125 ii assay results for one patient. Three separate samples were drawn and each generated a progressively elevated result not expected by the patient's physician. The reported results were: sample #1 = 81 u/ml; sample #2 = 141 u/ml; and, sample #3 = 176 u/ml. This patient is part of a study being monitored by the physician. The samples were sent to another test facility and were run by a non-abbott methodology and the increase in results for each sample was not duplicated. The customer states that controls have been within specification and a precision run performed by an abbott field service representative generated a coefficient of variation of 1.4%. There is no reported impact to patient management.

Manufacturer narrative:
Accuracy testing was performed using an in-house retained reagent pack of the architect ca 125 ii assay lot 21120m500 . Three panels of known concentration were tested on one architect isystems analyzer and each panel replicate was within its respective acceptance range. The customer returned one sample to aid in the evaluation. The sample was diluted (1:2, 1:3, and 1:4) and tested and the results were linear (within 15% of the undiluted sample result) when compared to the undiluted result of 191.9 ng/ml. In addition, the sample was treated with a heterophilic antibody blocking reagent and the result (203.7 ng/ml) was compared to the undiluted result of the untreated sample. There was not a significant difference in results. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 125 ii assay package insert contains information to address the current customer issue. Based on the results of the current evaluation, it has been concluded that the architect ca 125 ii assay is performing within specifications. A product malfunction was not identified.